Event description:
It was reported to medtronic minimed that the customer experienced pump error 63, exposed to moisture, missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed .the customer reported receiving a pump alarm. The customer was not able to clear the alarm. The customer reported a partial display. The customer inserted a new fully charged battery and display did not return to normal or self test failed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test and self-test. Successfully utilized thump to download history files and trace files. Pump error 63 alerted on 04/11/2024 23:34:17.000 with variable (21). Pump error 63 (variable 21) alarm due to hardware anomaly (line number = 472 and file number = 642). Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, keypad flex connector and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained and faded). Pump error 63 alarm confirmed due to moisture damage. Missing segments/partial display not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.